Event description:
Approx 6 years ago this pt underwent bilateral breast augmentation. Post-op she developed some capsular contracture on the left and had the left breast implant exchanged. She did well for several years, but then developed severe progressive capsular contracture. The pt presented with grade IV capsular contracture with deformation of breasts, significant asymmetry, and pain. Both gel implants were removed intact, and bilateral total capsulectomy was done. Path report revealed both implants to be intact with no evidence of leakage.